Event description:
It was reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage. The customer reported sometimes using pump supplies over 72 hours, tandem technical support educated that pump supplies should be changed within 72 hours with the mobi pump. No further assistance was deemed necessary, and the case was closed by the technical support team.